Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Event description:
It was reported that the reservoir leaked insulin. The blood glucose reading is 216 mg/dl. The insulin leaked past the second o-ring, inside the reservoir compartment. Nothing further reported.